Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the scope was not reprocessed according to the instruction for use (IFU). The ess reported that the during the in-service found the facility uses saline during pre-cleaning instead of water as directed by the IFU, the box used to transport scopes for travel cases was smaller than recommended, leak testing was not performed correctly, and the correct brushing steps were not performed. There was no associated patient infection reported.

Manufacturer narrative:
The suspect device is not being sent olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The endoscopy support specialist (ess) was onsite 31-aug-2022, and instructed the staff the instructions for use (IFU¿s) say to use water at pre-cleaning and not saline. The ess educated the customer regarding transporting the device we state to ¿transport of the scopes in a 16" x 16" transport container¿. The customer was educated on how to leak test according to the IFU and how to perform the correct brushing steps with the correct brushes for both the bf-xp160f and the bf-p190 according to both ifus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. The event can be prevented by following the instructions for use (IFU) which state: ¿IFU (reprocessing manual) warns against insufficient reprocessing as follows. ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.